Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part number:03.221.015. Synthes lot number: p145491. Supplier lot number: n/a. Release to warehouse date: 22mar2013. Expiration date: n/a. Supplier: pioneer surgical technology. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service and repair evaluation and manufacturing investigation: the repair technician reported the device required further testing at the vendor. The cause of the issue is unknown. The device was received at the supplier and a manufacturing investigation was completed. The supplier reported that during visual inspection, rust was found around the etch of the tensioner. The tensioner failed functional inspection. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: service and repair evaluation: the repair technician reported the device required further testing at the vendor. The cause of the issue is unknown. Finalized service record will be archived. The device was received at the supplier and a manufacturing investigation was completed. The supplier reported that during the visual inspection, rust was found around the etching of the tensioner. The tensioner failed functional inspection. The complaint is confirmed. Visual inspection: the visual inspection on the cable tensioner with pistol grip by the legal manufacturer rti surgical was performed. The rust was observed around the etching of the tensioner. Functional test: the functional inspection was performed and it failed. A definitive cause could not be detected as this would require device destruction and repair to functionally test. Dimensional inspection: no dimensional inspection was performed due to requiring the destruction of the device, and device assembly and geometry limit the ability to inspect accurately dimensionally. Document/specification review: current and manufactured drawings were reviewed. No design issues or discrepancies were identified during the review. Rti also conducted a manufacturing record evaluation and found that the device met manufacturing specifications prior to shipping. Investigation conclusion: the complaint was confirmed for the cable tensioner with pistol grip as the device failed the functional testing with readings against the print specification. This out of spec reading could contribute to the reported allegation of the device not being able to tension. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
Part number:03.221.015. Synthes lot number: p145491. Supplier lot number: n/a. Release to warehouse date: 22mar2013. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could not be confirmed as the image provided does not show functionality of the device. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the cable tensioning with pistol grip wasn¿t able to tighten a cable properly. After the 2nd squeeze of the trigger, the teeth start to skip. When the gun was reset, it would work up until the same spot in the teeth. The stopper isn¿t catching the teeth on the pistol. There was no surgical delay. The procedure was successfully completed with no patient consequence. Concomitant device: unk - cable/wire (part# unknown; lot# unknown; quantity: 1). This report is for one (1) cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: code c22 used to capture third party notification. Investigation summary: the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could not be confirmed as the image provided does not show functionality of the device. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.